Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Pt complaint of pain and irritation in tunnel of central line. Sent for (B)(6) study. Saline noted to be leaking from exit site during flush prior to (B)(6) study. Catheter exchanged over guidewire. The hole noted in portion of catheter in tunnel of catheter exit.